Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2016-04-30 UDI #: (B)(4) return date: 2018-08-06 device evaluation anticipated, but not yet begun mfg date: 2015-04-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2016-04-30 UDI #: (B)(4), return date: 2018-08-06, device evaluation anticipated, but not yet begun mfg date: 2015-04-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2016-04-30 UDI #: (B)(4), return date: 2018-08-06, device evaluation anticipated, but not yet begun mfg date: 2015-04-30 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2016-04-30 UDI #: (B)(4) return date: 2018-08-06 device evaluation anticipated, but not yet begun mfg date: 2015-04-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced premature power switching and critical battery alarms resulting in loss of power to the controller. All associated batteries were exchanged while the controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: four (4) batteries were returned for evaluation. One (1) controller was not returned for evaluation. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Review of the log files report revealed that two (2) critical battery alarms involved one battery. Additionally, the report also revealed three (3) controller power-up and associated pump start events had been logged. As a result, the reported "critical battery alarm" and "loss of power" events were confirmed; however the cause of the critical battery alarms and controller power-ups could not be determined since the raw log files were not available for analysis. Furthermore, the reported "power switching" event could not be confirmed since the data log file was not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms, are most often attributed to communication errors between the controller and batteries or the battery depleting below 10%. A possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power additional products: battery (B)(6) h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67, 4315 battery (B)(6) h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(6) h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(6) h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.